Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had a 911 call on (B)(6) 2017 due to low blood glucose. Customer's blood glucose was 36 mg/dl. It was reported that customer woke up with blood glucose of 40 mg/dl and quickly dropped. Customer is a brittle diabetic. Customer was treated with IV glucose. Customer was wearing insulin pump at the time of hospitalization. Caller declined troubleshooting for low blood glucose.